Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of a left ica aneurysm. It was reported the pipeline could not be release from the capture coil during procedure. After several manipulations, the pushwire broke off with the pipeline still fixed with the capture coil. A solitaire stent and a balloon were used to open the pipeline. The physician was able to retrieve the broken segment of the pushwire through the distal access catheter. A final angio was performed and showed a dissection proximal of the ica to the implanted pipeline. It was reported the patient had a stroke during procedure. On follow-up, the patient status was reported as 'complete paralysis of the right side and aphasia'. Same event as MDR# 2029214-2011-00441.

Manufacturer narrative:
The pushwire was returned in two broken segments. Analysis of the break point showed the failure of the pushwire occurred due to torsional overload.pushwire separation.(B)(4)